Event description:
A pharmacist called for assistance checking the calibration of the device. After phone trouble-shooting, it was discovered that the device kept showing an error/warning message. The device was replaced and the defective one returned for investigation.

Manufacturer narrative:
None.